Event description:
Healthcare professional reported a right side "presence of lymph nodes with silicone inside, measuring 10 to 17 mm, in the right axillary region", rupture and capsular contracture baker grade ii confirmed with ultrasound. Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, "presence of lymph nodes with silicone inside, measuring 10 to 17 mm, in the right axillary region."